Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the catheter¿s venous return was zero, and the central line was often blocked. It was stated that consequences for the users are longer hospitalization, treatment longer or postponed (therefore not completed), more catheter handling, increased risk of infection and increased of venous thrombosis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.